Event description:
It was reported that the right atrial (ra) lead exhibited chronically low p waves and intermittent far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.